Manufacturer narrative:
Upon further review of the event, it was determined that this event is not reportable. The gore viabahn device never got past the bifurcation and cross over to the right side with aneurysm. Furthermore, the follow-up on autopsy revealed the vessel without tunica media, which was caused by the patient¿s primary disease. The conclusion from the autopsy was spontaneous rupture of aneurysm. This report will be retracted.

Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, a gore viabahn® endoprosthesis (vbc111002/14611878) was to be implanted for treatment of the right iliac artery pseudoaneurysm. The device was accessed from the left femoral artery. During advancing to the target lesion by crossover technique through an ampalze stiff guide wire, it was stated that the device could not pass through the bifurcation of iliac artery after attempts, the device was retracted afterwards. After the device's retraction, the patient was observed a drop-down of blood pressure, an extravasation of contrast media in the lesion of right iliac artery was observed under angiography, which confirmed a rupture of aneurysm. The physician urgently performed a surgical conversion lasting for 6 hours. The procedure was completed successfully. The physician thought the rupture was not relevant with the gore device. A follow-up on april 28, 2016 told that the patient was expired on the second day after the surgery. An autopsy revealed the vessel without tunica media, which was caused by the patient's primary disease. The conclusion from the autopsy was spontaneous rupture of aneurysm.